Event description:
It was reported that the patient presented to the emergency department experiencing shortness of breath. Upon review it was noted that this pacemaker was in safety mode. Technical services (ts) was consulted, and device replacement was recommended. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.